Event description:
An olympus representative reported to olympus, on behalf of the customer, the hd camera head had no image prior to an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was sent in for evaluation and the customer¿s allegation was confirmed. It was determined, the device had no image due to a fault within the camera cable. In addition, the camera coupler is slightly worn. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty cable. The root cause of the faulty cable was unable to be identified. Olympus will continue to monitor field performance for this device.